Event description:
It was reported that there was a blood leak from the back of the cartridge during patient treatment. An estimated of 300ml blood loss. No patient adverse event was noted as a result of this event.

Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. The cartridge was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. A review of production records for this lot number did not note any related manufacturing nonconformances that would contribute to this event.